Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The device had a scratched lcd window and a cracked case on the top right corner near the display window.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.